Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a detached or missing sensor wire that occurred on or before (B)(6) 2015. The sensor was inserted at leg on (B)(6) 2015. It was reported that the patient felt shooting pains shortly after sensor insertion. Date of sensor removal is unknown. Upon sensor removal, sensor wire was reported to be in the skin. Patient's mother reported taking patient to the emergency room two times on (B)(6) 2015. It was further reported that physicians were not able to locate sensor wire. Patient's mother reported sensor wire to be surgically removed on (B)(6) 2015. It is unknown if the patient had surgery. At the time of contact, patient's reported condition was okay. No additional event or patient information is available.